Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was ¿nearly hospitalized¿. Customer reported that the malfunctioning device ¿nearly caused fatal results¿. Multiple attempts were made by tandem¿s technical support to obtain specific additional information; however, no additional information regarding this event was provided.